Manufacturer narrative:
As the serial number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device allegedly self-activated. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this serial number met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. One magnum biopsy instrument was returned for service and repair. Functional testing was performed. The investigation is confirmed for failure to prime, as the sequencer weldment assembly was broken preventing the device from priming into position. Therefore, the investigation is unconfirmed for self activation, as no other anomalies were noted during inspection and the confirmed issue with the sequencer weldment assembly would prevent the driver from priming to reproduce the reported event. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that the device allegedly self-activated, after the device was fully primed. There was no patient contact.